Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damage and had a blank display. The customer¿s blood glucose level was unknown. The insulin pump was exposed to moisture and there was crack on battery side. The troubleshooting was performed and display was not returned. The customer declined high blood glucose troubleshooting. The customer reported that the display was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.